Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator had a battery failure. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The unit was repaired by replacing the battery part number 989805626941. Due to no part returned for failure investigation (fi); therefore, the root cause could not be determined.